Event description:
System was explanted after an x-ray showed a blockage of the catheter. The system had been accessed approx 25 times and had been fully maintained. The system was checked after explantation and the blockage was no longer present.